Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have conductor wire insulation damage. The insulation damage was found inside of the grip routing. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on three of three attempts. There were no signs of thermal damage. The complaint regarding frayed cable was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported during central processing, the fenestrated bipolar forceps was identified to have a frayed cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.